Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and results found a faulty camera head. It was found that there was deformation identified on the camera head. Additionally, the cable unit was found to be damaged and the camera head top cover was discolored and deformed. Olympus performed service via part replacement of cover and camera head. Following part replacement, the unit passed all functional testing. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device had a poor image. There was no patient involvement associated to this report. No additional information is available.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: this event likely occurred due to a failure of the ccd unit. It is considered probable that the ccd cover was deformed and the ccd unit failed due to excessive stress on the ccd unit caused by the user handling, resulting in an abnormality in the image. Protector was displaced or the cable was damaged due to excessive stress on the cable unit. In addition, it is considered that the discoloration of the ccd-cover occurred as a result of a reprocess deviating from the instruction manual. As stated in the instructions for use as a preventive measure: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged."